Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report air bubbles in the reservoir. The customer's blood glucose level was 300 mg/dl. The customer completed troubleshooting for the air bubbles, however nothing was found to have caused the air bubbles. The device was not replaced or returned.